Manufacturer narrative:
(B) (4).

Event description:
Procedure: cholecystectomy. According to the reporter, the grasp was broken. The shaft was damaged proximal to the instrument jaw. A piece of the instrument fell into the patient cavity and was retrieved from the patient. Extension in operating room time was less than 30 minutes.